Event description:
It was reported to philips that there was an issue with the etco2 cover. Upon clarification from the philips authorized service personnel (asp) it was determined that the cover was fine, it was the port connector that was damaged. There was no reported patient or user involvement and no adverse patient/user impact.